Event description:
It was reported that customer was hospitalized due to low bg. Customer's family member stated that md would like pump replaced as he feels that pump may be the reason why customer is going low. Troubleshooting performed. Pump seemed to be working properly.